Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small amount of insulin drips were observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed. Customers blood glucose was 211 mg/dl.